Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive blood culture occurred and is suspecting contamination could be caused. The following information was provided by the initial reporter: one anaerobic bloodculture was false positive. Bottles was inoculated in the emergency room. Subculture and identification with bruker malditof was "ochrobactrum grignonense" the hospital's hygiene team is investigating the case and suspects that it is a case of contamination caused by incorrect sampling technique.

Manufacturer narrative:
H.6 investigation summary: upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Do not use culture vials past their expiration date. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive blood culture occurred and is suspecting contamination could be caused. The following information was provided by the initial reporter: one anaerobic bloodculture was false positive. Bottles was inoculated in the emergency room. Subculture and identification with bruker malditof was "ochrobactrum grignonense" the hospital's hygiene team is investigating the case and suspects that it is a case of contamination caused by incorrect sampling technique.